Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
It was reported a hardware removal was performed on (B)(6) 2014. The original implant; humeral nail ex, was implanted on (B)(6) 2013. The patient had avascular necrosis (avn), a humeral head collapse, pain, and irritation. Patient also had discomfort post operatively. The hardware was successfully explanted and the healing of the humeral head has transpired. This is report 4 of 4 for complaint (B)(4).